Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 79 mg/dl. The customer explained that he had changed the infusion set and reservoir rewound the insulin pump and inserted the reservoir but when holding the act button to prime, no insulin came out. Troubleshooting was performed and the customer was advised to disconnect and reconnect the tubing and reservoir and run manual prime; the customer stated that insulin did not exit. He did not have supplies to change the set. He was advised to change the complete set and call back if issue persisted. The reservoir will not be returned for analysis.